Event description:
The pt's home provider called to report this incident. She stated that the pt was upset (acting strange) and used the suspect device to check pt's blood glucose, and the result was 281mg/dl. Pt did not eat dinner due to the high result. Pt was then taken to the hosp and a lab test was run. Pt's lab blood glucose result was 24mg/dl. Pt was given an IV and fed a turkey sandwich. The suspect device was replaced with new product and authorized for return to the MFR for evaluation.